Manufacturer narrative:
The model# (d4) was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
(B)(6) customer ran a control test on the contour next link. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the test strips for evaluation. New strips and control were sent.

Manufacturer narrative:
Corrections: the name of the meter in description of event or problem, should be contour next link 2.4. The product does not have 510(k)#. It is awaiting PMA.